Event description:
It was reported that the procedure was to treat a very difficult type c lesion. A 2.5 x 12 mm trek balloon was used with a balance guide wire. After dilatation of the lesion, the deflated balloon could not be retracted into the guiding catheter. The physician decided to remove all devices together (the guiding catheter, guide wire and balloon). During removal, the trek balloon catheter and the balance guide wire separated at 20 to 30 cm from the distal tip. The separated portions were located in the subclavian artery and were retrieved with a snare. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The rx trek 2.5 x 12 mm is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood and contrast on the coils. The core was separated as reported 35.3 centimeters (cm) proximal to the center solder. The proximal portion of the separation was not returned. There was a hook bend in the core proximal to the separation, suggesting the wire had likely bent prior to separating. The coils were offset proximal to the separation for a length of 1cm. There were offset coils 4 millimeters proximal to the center solder for a length of 1cm. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the shaping ribbon and core were intact. The scanning electron microscopy (sem) analysis results suggest that the core failure may be attributed to ductile overload at a slight bend which is consistent with hook bend noted in the returned device analysis. A core separation of this type may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the tip to detach. A wire being over bent would require the distal end of the wire to be stationary while the proximal end of the wire is over bent. Any additional attempts to manipulate the wire would cause the kinked or bent area of the wire to separate. The off-set coils noted on the tip of the wire suggest resistance was encountered between the rx trek and the guide wire. Patient anatomy and morphology, the condition of the catheter being used, deterioration of the wire surface coatings, kinks in the balloon catheter, and kinks in the guiding catheter can all be possible factors for resistance. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances between the wire and catheter can be reduced to an undesirable level. In this case, the anatomy was described as very difficult. Any attempt to move the wire in this reduced clearance condition can cause the coils to offset, and to bunch up, increasing the diameter of the guide wire, which in the extreme condition, can cause coil overlap as was seen on the returned guide wire. If the resistance is not reduced and continued force is applied to the wire with an overlapped coil, the result is permanent deformation of the wire, and the wire could become locked or frozen in the catheter which appears to have occurred in this case. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, the reported difficulties and subsequent damage to the wire appear to be due to case circumstances. There is no indication to suggest a product deficiency. A review of the lot history record database revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot.